Manufacturer narrative:
(B)(4) analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info the pt's device experienced a physician mode rest, but pt did not see an hcp. She said she had been recharging until a power on reset occurred which she could not bypass. A medtronic rep interrogated the device and the date on the device was incorrect. The device was able to be interrogated and it had recharged appropriately. The display showed a por x08. Device impedance measurements were fine. The pt history of the event was sketchy and inconsistent. It was possible the pt did not change the date upon the first por post pmr. Reprogramming was done and the pt is doing well. Additional info received reports the ins was explanted and replaced on (B)(6) 2010 because the device "would not recharge or hold a charge". The device could not be interrogated by the medtronic rep prior to replacement due to battery depletion. The pt recovered without sequela.